Event description:
It was reported that "an attempt is made to insert a mac high-flow catheter, but it did not penetrate the skin and bends due to the flexible, non-rigid material, despite dilation." Good faith efforts were made to obtain additional information regarding the reported device issue and to assess whether any patient harm, injury, or adverse health consequences occurred. A total of three documented attempts were made to contact the customer; however, no response or additional information was received. As a result, further evaluation of device performance and patient impact could not be completed based on the information available.

Manufacturer narrative:
(B)(4).